Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0010170933 was returned and analyzed. Visual inspection showed the sheath was intact with no apparent issues. No brown stain or any foreign material found on the returned device. Functional testing indicated the steering mechanism works properly. Both the sheath distal tip and dilator tip were intact, no fracture, breakage or kink on shaft were noticed. The sheath tip was atraumatic and had no sharp edges. Functional testing of the sheath showed that the deflection worked as per specification. In conclusion, the reported packaging issue and foreign material in the box was not confirmed through visual inspection. The packaging was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, brown stains were found in the packaging when removing the sheath. The sheath was replaced as a precaution which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.